Event description:
It was reported that while the customer was filling the cartridge with insulin, a malfunction occurred. The customer was not on the fill cartridge screen when the cartridge was filled. The customer's blood glucose level was reported to be elevated. The customer stated that she had decided not to change her empty cartridge until the morning, at which point, the malfunction occurred during the load process.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.